Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent an unknown cardiovascular surgery on an unknown date and suture was used. The one of the needles of the double-armed suture had been detached from the suture. It was not a control release needle. Further details are not provided. There were no adverse consequences to the patient.